Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, when transecting the stomach, there was no problem in loading and unloading the stapler, but it did not fire, the surgeon was not able to press the green button and squeeze the handle. They used new device to complete the case. There was no patient injury.